Event description:
Event description guidant received information that these transvenous implantable leads exhibited loss of capture in the atrium and ventricle. A revision was performed and the rate/sense portion of the defibrillation lead was capped. A new rate/sense lead was successfully implanted in the right ventricle. During the procedure the insulation of this coronary sinus implantable lead was scraped with a forceps. The insulation was repaired. Following this procedure, normal left ventricular (lv) and atrial function was observed; however, oversensing was observed on the rate/sense egram, which resulted in inappropriate anti-tachy pacing. An x-ray revealed the rate/sense lead had dislodged. The patient was not symptomatic.